Event description:
It was reported that the customer was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was over 500. Caller stated that the customer had diarrhea, nauseas, and was vomiting prior to hospitalization. Caller also stated that the insulin pump time and date was off by approximately one day. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.